Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with multiple sensors. The customer stated that 5 sensors got stuck in the serter while trying to insert. Another sensor had a missing electrode; the customer inserted it and noticed it was not functioned when connecting the transmitter. Multiple sensor error alerts found in the history. Blood glucose value was 7 mmol/l. Customer could not recall if the introducer needle was hard to remove. Sensors were worn for less than an hour and customer experienced pain at the insertion site. Product would not be replaced or returned for analysis.